Event description:
The facility reported a pump with false error alarm in channel a. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary: evaluation was performed and the reported condition of false air alarm was confirmed. Inspection of the pump revealed the fase alarm was due to defective pump head module. The pump head module on channel a was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.